Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had black images on the left monitor outside a case. No patient injury was reported.